Event description:
It was reported that an unknown access set is difficult to disconnect; "the IV spike gets stuck in the baxter IV bag when the spike is inserted beyond the ridge". This occurred when using an IV set with an intravia solution bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). ¿it was additionally reported that the spike of the device may have been only partially inserted into the port of the intravia bag. The bag was filled with an unknown opioid and nerve blocking solution. The nurse disconnecting the device from the bag was accidentally stuck in the hand with the spike. There was no patient involvement. No additional information is available.¿ (B)(4). Should additional relevant information become available, a supplemental report will be submitted.